Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer opted to use other avenues to repair the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device restarts on its own. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.